Event description:
It was reported that the tubing had become separated while the patient was sleeping. Per reporter, the patient was cleaned up and closed the clamp closest to the port. Chemo spill instructions were reviewed, and patient was redirected to the clinic. No patient harm/adverse event reported.

Manufacturer narrative:
D4: possible lot numbers: 6022100, 6012584. H3: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number 6022100 and 6012584 were reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.